Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed through merlin.net transmission. The patient was not reported to be symptomatic and no other anomalies were reported. Review of session records noted post-paced t-wave oversensing. There were few episodes in 8 minutes on one day. It was recommended not to make any programming changes and monitor the patient remotely.